Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information regarding a ds2adv auto CPAP. The patient alleged visualization of black particles in water chamber. Here was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was not returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The report is not part of a uno recall complaint. (Device) problem code grid was mentioned incorrectly in the previous report, which has been corrected. In this report section h (device) problem code grid has been corrected/updated.

Manufacturer narrative:
Additional information was received on 04/19/2024 and h11 is updated as: the manufacturer received information regarding a ds2adv auto CPAP. The patient previously alleged visualization of black particles in water chamber. Here was no report of serious patient harm or injury. There was no medical intervention required by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 is updated in this report